Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. The returned sensor was investigated and no physical abnormalities were observed. The customer's complaint was replicated by using a known good android device and freestyle libre 2 app, and the sensor was able to communicate without any issues.  All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a "scan error" message from the adc device in use with sm-g981w phone, os android 13, version 2.8.2.9318. The customer was able to be reached and they further reported they had contact with a nurse who provided them with juice and toast for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a "scan error" message from the adc device in use with sm-g981w phone, os android 13, version 2.8.2.9318. The customer was able to be reached and they further reported they had contact with a nurse who provided them with juice and toast for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform they received a "scan error" message from the adc device. The customer was able to be reached and they further reported they had contact with a nurse who provided them with juice and toast for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.